Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals. The current blood glucose value is 520 mg/dl. The current sensor glucose value is not showing because its waiting for calibration. The sensor glucose and blood glucose is not within acceptable range. Customer was advised to remove and replace the sensor and we will ship replacement sensor. The customer reported via phone call that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was 300 mg/dl. Customer was advised that we are sending replacement sensor.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.